Event description:
A falsely elevated troponin I result of 1.24 ng/ml was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was repeated on a new sample and a result of 0.02 ng/ml was obtained. The sample was repeated on the original sample and a result 0.05 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences to the pateint as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause of the falsely elevated troponin I is unknown.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unknown. The instrument is performing within specifications.